Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs 1225714-2014-03634 and 1225714-2014-03635.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2008 after use of the product.